Event description:
Customer reportedly obtained results of 191 mg/dl and 66 mg/dl on the compact system within 10 mins. Customer ate an orange at this time. No adverse event reported. Requested return of suspect system and replacement was sent.